Event description:
The report stated that during a pelvic exenteration, the ligasure impact handpiece was used on multiple anatomies without incident. Then the surgeon was using it to seal on retroperitoneal fat tissue. When the surgeon activated the divider, the acton was not smooth and the instrument would not disengage. The surgeon pulled the device off the patient tissue while the jaws of the device remained closed. It was reported that there was no bleeding. Upon visual inspection of the device, it was noted that the divider had come out of the track and was sticking out of the convex side of the jaws of the instrument. A second ligasure impact handpiece was used to complete the procedure without further incident.

Manufacturer narrative:
Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed positon (tips of the jaws no more than 2 mm apart) before activating the cutter.